Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to remove the catheter appears to be related to operational context. In this case, it is likely that the patient anatomical condition (heavy calcification) or the implanted stents caused the reported difficulty to remove the catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the dragonfly opstar imaging catheter was used during the procedure. Pre-dilation was performed first, and a total of two stents (xience sierra 2.5 x 23mm & a non-abbott 3 x 50mm) were implanted, with the distal part of the non-abbott stent overlapping the proximal part of the xience sierra. However, during post-pci imaging, there was under-expansion of the non-abbott stent noted in the mid portion of the vessel, and force was applied in an attempt to remove the catheter, but the catheter and guidewire had to be removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.